Manufacturer narrative:
Pump passed the self test. The vibrator and audio beep functioning properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump display is frozen. Customer does not recall any significant events leading to the error, except that it happened while setting the time and date. Customer's blood glucose was 199 mg/dl at the time of incident. Troubleshooting was done for display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.